Manufacturer narrative:
The aquabeam scope was returned for investigation. Visual inspection was able to confirm the reported event as the scope was observed to be snapped into two pieces along the semi-flexible hypotube. The root cause is undeterminable; however, it is likely that it was caused by excessive pressure being applied to the scope. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam scope / lot number 72115/s0047 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english and instruction for use ifu0101-00 rev. E, aquabeam robotics system IFU, us, english were reviewed. Um0101-00 rev. F 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup states: -hold the distal end of the scope tube tip approximately 1 inch (2.54cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. -an audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. 11.2.21 aquabeam robotic system disassembly -retract the scope carriage to the proximal end to remove the aquabeam scope from the aquabeam handpiece. -simultaneously depress the tab at the bottom of the aquabeam handpiece and push the scope carriage off the track. -rotate the scope proximal key adapter until grooves are perpendicular to the aquabeam handpiece track. -holding the aquabeam handpiece scope tube tip, rotate the scope proximal key adaptor about 30 degrees clockwise and counterclockwise while pulling the aquabeam scope out of the aquabeam handpiece. From the ifu0101-00 rev. E 5.1. Precautions: general: if excessive resistance is encountered during aquabeam scope positioning, reposition the aquabeam handpiece to minimize tenting the prostate in order to reduce the chance of damaging the aquabeam scope. The root cause of the damaged observed on the returned scope was unable to be established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the aquabeam scope broke while the treating surgeon tried to position it toward the bladder neck. As a result, the scope was replaced with a new unit, and the procedure was continued through successful completion. The reported event caused a surgical procedure delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.